Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of material split, cut or torn. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual/microscopic evaluation found a longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes that the reported event of balloon torn material was confirmed. The returned device had a longitudinal tear. It is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. Also, it is possible that interaction with any kind of sharp surface during/previous to the procedure could create friction on the balloon, causing the problem of longitudinal tear during the procedure. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the sigmoid during a dilation procedure performed on (B)(6) 2025. During the procedure, the physician advanced the balloon into position for dilation. Tech was asked to inflate the balloon. When it was close to reaching the first indicated diameter, the pressure was lost in the alliance inflation syringe gauge, and fluid was observed endoscopically leaking out. After removing from the patient and upon inspection a longitudinal tear (end to end of the balloon) was observed. The balloon burst before 3 atm and no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the sigmoid during a dilation procedure performed on (B)(6) 2025. During the procedure, the physician advanced the balloon into position for dilation. Tech was asked to inflate the balloon. When it was close to reaching the first indicated diameter, the pressure was lost in the alliance inflation syringe gauge, and fluid was observed endoscopically leaking out. After removing from the patient and upon inspection a longitudinal tear (end to end of the balloon) was observed. The balloon burst before 3 atm and no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of material split, cut or torn.